Manufacturer narrative:
Philips received a complaint on the mrx defibrillator indicating that the paddle test failed with sparking. There was reportedly no patient involvement. A philips field service engineer evaluated the device on site and it was determined that this was a malfunction of paddle tray / handle that requires replacement. The customer refused philips servicing and contracted a third-party servicer to repair the device. The device remains at the customer site. No further evaluation is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that sparks occur during self check of defibrillation pads. There was no reported patient involvement.